Event description:
The customer reported that during a hysterectomy, the surgeon cut the patient's ureter. The issue was not noticed for two days at which time, the patient was taken back to surgery to repair the ureter. Current patient condition was unknown at time of this report.

Manufacturer narrative:
Date of initial report: 10/07/2009. The site has indicated that the incident sample has been discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. A covidien representative was present during the procedure. She reminded the user that the blade should not be activated when getting a regrasp alarm. The regrasp alarm indicates that the seal cycle was not completed properly. Cutting should only be activated when the seal cycle end tone is heard.